Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead threshold varied and the impedance was less than 100 ohms possibly due to an insulation breakdown. Based on the atrial output setting, there may be no capture in the atrium. An x-ray showed a "kink" in the lead. Reprogramming the lead to unipolar was discussed. The lead remains in use at this time. No patient complications were reported as a result of this event.